Event description:
It was reported that there was an increased incidence of stent thrombosis events post implant of endeavor sprint rapid exchange (rx) drug-eluting coronary stents over the past 3 months. Despite several attempts made in order to obtain additional information, no other details were provided. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (stent thrombosis).